Event description:
It was reported that the packaging did not have a label on the outside of the box. This was noticed at the distributorship office.

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.